Manufacturer narrative:
Additional information was received that the device had entered safety mode, not code 1003. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, this pacemaker was explanted and replaced. This pacemaker has not been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, this pacemaker was explanted and replaced. This pacemaker has not been returned for analysis and no additional adverse patient effects were reported.